Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7040929.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.